Manufacturer narrative:
Submit date: 06/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dual lumen umbilical vessel catheter. The customer states the uvc is leaking around the hub.

Manufacturer narrative:
(Date of this report): originally reported as 06/01/2016 and should be 01/01/2015. Additional clarification regarding the notification date was received from the sales representative; however, the exact date in january is unknown, the date selected does not represent the exact date we were notified.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. There were no non-conformances for this issue in the reported lot number found during the device history record (DHR) review. All dhrs are reviewed for accuracy prior to product release. The product sample was received for analysis and investigation; it consisted of one uvc catheter dual lumen which came inside a generic plastic bag. Visual inspection was performed and the sample showed signs of use (remains of blood). Visual inspection was performed and it was observed that the catheter did not present visual defects. In order to confirm the defect reported a functional test was required. The sample returned was submitted to an underwater test, the distal end of the sample was clamped and the lumens were pressurized to check for leaks. When air was infused into the lumen related to the primary; it did not show bubbles during the test. The secondary lumen did have bubbles detected; they were coming out on a small cut near the mark of the number 8 in the tubing of the catheter. The defect was not located in the base of the hub. Through visual evaluation it was observed that the catheter had a cut in the tubing wall. Due to the appearance of the catheter received it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage. It is important to consider the instructions for use warnings to exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation that may lead to a tubing tear. The defect found caused a leak which would be identified during the assembly operation since manufacturing performs 100% pressure testing during production. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.